Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is radiolucency at the tibial implant and smaller cysts. Loosening is likely, migration can not be confirmed with the given information. The pe is not separated from the tibial component. There is no indirect sign of loosening or fracture. The talar component shows little radiolucency, but not enough to confirm loosening or migration." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by small cysts around tibial component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.